Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6 one claris¿ amplifier 120 channel sn: (B)(6) was received for evaluation. The reported event was able to be duplicated by inspection of the amplifier logs. Based on the investigation and information provided to abbott, the reported event was able to be confirmed, and the root cause was attributed to the sbc (single board computer) and the cmos battery. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
The device was received. Follow up report needed to address updated analysis.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During the procedure preparation for a pvi with the patient prepped, it was noted that there was no connection between the amplifier and the dws. The amplifier, dws, stimulator, and ep4 touchscreen were restarted several times in the correct sequence which would resolve the issue briefly. There were no replacement cables available to try replacing. In addition, the cables from the amplifier were pulled through the ceiling into another room to the dws. To resolve the issue, the system had to be restarted multiple times until it worked. The procedure was completed successfully without adverse consequences. Later testing by a technician revealed that the amplifier caused the issue.